Event description:
It was reported that shaft break occurred. The target lesion was located in the seriously calcified left circumflex artery. A 2.5mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, it was noted that the shaft was fractured. The procedure was completed with another of the same device and no patient complications were reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in the seriously calcified left circumflex artery. A 2.5mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, it was noted that the shaft was fractured. The procedure was completed with another of the same device and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed kinks to the hypotube at 10.5cm, 29.3cm, and 104.5cm from the hub. Microscopic examination revealed no additional damages. The balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.